Manufacturer narrative:
Block b3: 1/31/97. Block d6: lot#610649. Block d5: 10/2001. Block d9: 2/26/97. Block f9: 5 months.

Event description:
Backflow was noted from the secondary line into the primary line. There was no resultant pt complication.